Event description:
The pt was implanted with a left ventricular assit device (lvad). It was reported by the vad coordinator that the pt has been experiencing elevated lactate dehydrogenase (ldh), indicating possible hemolysis, but has had issues since 2011 and has not been readmitted into the hospital. The hospital staff is monitoring the pt's international normalized ratio (inr), lactate dehydrogenase (ldh), plasma free hemoglobin, hematuria, and pump data. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.